Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was doing ¿strange things.¿ the patient had turned the ins off and when the patient went into her healthcare provider¿s (hcp) office, the stimulation started to ¿vibrate so strongly¿ despite having been off. The patient had felt stimulation that was very high despite the stimulation having been set to an amplitude of 0.0 volts on all programs. The high stimulation had occurred while the patient was sitting in the hcp¿s office, while driving, and at night. The adaptive stimulation (as) was noted to have been enabled. The patient had also been shocked on one occasion, at which time the patient had checked the patient programmer (pp) and saw that the stimulation was set to 0.0 volts, but the patient still had strong tingling. Rather than turning the ins off the patient would turn the stimulation down to zero, which was believed to have been causing the as to become ¿confused and go back to its original settings.¿ the as orientation and the stimulation amplitudes were reset and the patient had been doing fine since then.